Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 3 devices were received. Evaluation findings (results/components) 1 device: lubrication problem identified / bearings 2 devices: no device problem found / part/component/sub-assembly term not applicable product disposition 3 devices: scrapped by stryker additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 3 events for the failure: fluid/blood leak. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.